Event description:
The customer reported that the patient was admitted for elective revision of his left proximal femoral replacement due to a persistent periprosthetic joint infection. The post-operative period was complicated by discharge from his wound, necessitating a return to theatre 5 days later for exploration and washout. During this second procedure, 40 cc of stimulan rapid cure loaded with four grams of vancomycin was mixed by surgeons experienced in their use, and implanted around the prosthesis and surrounding soft tissue. Forty eight hours post-operatively the patient became confused and lethargic. Venous blood samples revealed raised serum calcium of 3.17 mmol/l, with normal renal, parathyroid and endocrine function. Serum calcium continued to rise to 3.54 mmol/l over the subsequent 48 hr treatment with i.v. Fluids was commenced. His symptoms abated, and as a precaution the patient was moved to intensive care for observation. However, as his serum markers continued to improve on i.v. Fluid therapy, the patient remained asymptomatic and was discharged home with normal serum calcium of 2.46 mmol/l.

Manufacturer narrative:
Suspected root cause: based on the information provided the patient's renal function was stated to be functioning normally; however, it is possible that the patient's previous history of acute kidney injury and hypertension may be a contributory factor. Stimulan rapid cure is contra indicated for renal compromised patients. The patient's past medical history included ankylosing spondylitis, hypertension, and an episode of acute kidney injury secondary to sepsis two years previous.